Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 280 mg/dl. The pod was worn less than an hour. It was noted that the pink slide moved forward, but the cannula was not visible. Hyperglycemia treated with manual injection.